Event description:
It was reported that the patient had the device implanted in 2006 and physician recently noticed that the estimated time of replacement was 83 days. The battery was tested and it was confirmed that the battery is fine. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.